Event description:
This valve was explanted due to endocarditis. The pt complained of high fevers and had five blood cultures positive for staph. Pt also experienced an embolic event affecting the right kidney and right leg. Echocardiography revealed vegetation on the mitral valve as well as "mild" tricuspid and aortic valve regurgitation. At explant, the mitral valve was noted to be "well seated" with no pv leak. There was fibrinous pannus that appeared "soupy and infected" attached to the "housing" of the valve on the atrial side. The valve was replaced with sjm 33mj-501.